Manufacturer narrative:
The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. This article was found during a recent clinical evaluation review/literature search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The devices are exoseal vascular closure devices (vcd) but the catalog and lot numbers are not available. Goto, s., ohshima, t., ishikawa, k., yamamoto, t., nishizawa, t., shimato, s., & kato, k. (2017). Suitability of a 7-f exoseal vascular closure device for femoral artery punctures made by 8-f or 9-f introducer sheaths. Journal of endovascular therapy, 24 (4), 516-520. Doi:10.1177/1526602817716642. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As noted in the publication by goto et al. Suitability of a 7-f exoseal vascular closure device for femoral artery punctures made by 8-f or 9-f introducer sheaths. Journal of endovascular therapy 2017, vol. 24 (4) 516¿520; report 1 case of minor retroperitoneal bleeding after use of a 7f exoseal with a non cordis 8f introducer sheath.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. This is one of six products involved with the reported event and the associated manufacturer report numbers are: 9616099-2018-02484, 9616099-2018-02483, 9616099-2018-02482, 9616099-2018-02479. As noted in the publication by goto et al. Suitability of a 7-f exoseal vascular closure device for femoral artery punctures made by 8-f or 9-f introducer sheaths. Journal of endovascular therapy 2017, vol. 24(4) 516¿520; report 1 case of minor retroperitoneal bleeding after use of a 7f exoseal with a non cordis 8f introducer sheath. All the patients are currently fine and have no other adverse events. The products were not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Without the return of the device for analysis or images for review, the reported customer event ¿retroperitoneal bleeding¿ could not be confirmed. Bleeding is a well-known potential adverse event and can be resulting from invasive procedures. This complication may occur at any time during or after the procedure and users are trained and experienced in how to treat this common complication. Although a conclusive root cause may not be determined, bleedings are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Given the limited information available for review at this time, and without a lot number to conduct a device history record (DHR) review, there is nothing to suggest that the reported event is related to the design and manufacturing process of the devices. Therefore, no preventative or corrective actions will be taken at this time.